Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication including palpable mesh. Medical affairs has assessed the patient¿s postoperative course as being not serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent a revision breast revision augmentation using short scar incision for implant malposition. Two pieces of galaform (galaflex 3dr) were used during the procedure. Concomitant procedure was a bilateral nipple lift. On (B)(6) 2018, palpable mesh (mild) was reported in the left breast. No action was taken. Event outcome is unknown. Review by medical affairs identifies as related to the device and not serious.